Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. No external damage was noticeable. There was a check clutch/plunger lever error in the event history log. Customer stated problem was verified during occlusion tests. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be clutch half's which cleared the up the problem. Replaced clutch half's left and right, leadscrew and spring as a preventative measure, which was over 4 years old.

Event description:
It was reported that the displayed check clutch and plunger level occurred. No patient injury was reported.